Event description:
It was reported that the user experienced rapid battery depletion of the ilet, prolonged charging time, and absence of low-battery alerts, which resulted in the pump shutting down and subsequent hyperglycemia; the user reported using subcutaneous insulin injections while the pump recharged and the device was replaced. Symptoms included hyperglycemia. Outcomes included use of medication and a delay to therapy. Investigation included review of the complaint details and device history available to support replacement logistics. Investigation of this case revealed a battery performance issue consistent with device power malfunction without associated alarm function. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to determine a definitive root cause.

Manufacturer narrative:
Initial. This case was created to capture the additional unknown event dates reported by the user.